Event description:
Customer purchased the pump on (B)(6) 2010. The customer claims her nipples got damaged. One is cut/torn 180 degrees and the other is cut at the tip. She never saw any blood, and she pumped 3 times on (B)(6) 2010 for 5-10 minutes at a minimum level. Customer said she will call back with doctor information.

Manufacturer narrative:
Subsequent to the initial call from the customer, a medela representative contacted the customer to obtain the doctor information that the customer had indicated she would provide. The customer then reported that she did not see the doctor and that she might have misunderstood. The customer indicated that she still has a scab. The original pump was returned for evaluation/investigation. Vacuum levels and cycles per minute were tested; all were within specifications. No definitive conclusion can be made as to the cause of the event. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.